Manufacturer narrative:
(B)(4).

Event description:
A sensor (lot number 5214789) was returned for evaluation. A visual inspection was performed and the testing concluded that the sensor is not compromised as it is still inside the unopened packaging. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined. It is unknown if the returned product is the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.